Event description:
The pt was placed in an induced coma for 24 hours post bypass to minimize any deleterious effects of a low arterial oxygen partial pressure. After being wakened from the induced coma, the pt's recovery was uneventful. The optiam xp oxygenator with hvr 4000 reservoir was returned to cobe for evaluation. This evaluation involved testing the device for priming volume, blood pathway pressure drop, gas pathway pressure drop, and gas transfer rate. The test results were found to be normal except for the gas transfer rates were found to be low. The cause was identified as excess defoaming agent. The agent reduced the membrane's gas transfer efficiency. H.7 a recall of all lots of this product has been initiated.